Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
(B)(6). It was reported that the product was leaking from the original package when opened.

Manufacturer narrative:
Samples received: 1 open pouch with an open ampoule. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market, there are no units in b. Braun surgical stock. We have received 1 open pouch with an open ampoule that has no sealing bar (yellow bar at the bottom of the ampoule). The ampoule was filled by glue but not closed with the sealing bar. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. The defective products were discarded in a separate bin. In this case, most probably there had been too many non conforming pouches causing an overflow of the bin. The design of the bin at that time allowed that the faulty pouches could have fallen from the reject bin into the conveyor belt for the correct pouches. In april 2016 a corrective action in the reject bin put an outlet to the opposite side to the conveyor belt. In consequence, from that moment this defect should not occur again. The complained batch was manufactured previous to the corrective action implemented. Reviewed the batch manufacturing record, there is a deviation but not related to this complaint (dye content measurement).the product fulfilled b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: corrective action already implemented changed the design of the reject bin.